Manufacturer narrative:
E1. Initial reporter phone #: (B)(4). H.6 investigation summary: two photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode , defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® urine analysis preservative tube 1 tube had a molding defect in the rubber stopper. There was no health impact or consequences reported.